Event description:
After x-ray confirmation of right internal jugular placement of presep-central venous oximetry catheter with catheter at 15cm at neck insertion site, the IV infiltrated when proximal port utilized for additional IV medication infusion. Right neck swollen with gravity causing pooling to right posterior neck. Clinical educator for icus aware - (B)(6), rn (B)(4). Apparently there is info found on researching product that introduces need to consider laterality and length of catheter utilization. Mmc only ordered 20cm not alterative 16cm in length 20 cm should be used on left not right. No literature/inservicing on need for same. Dates of use: (B)(6) 2012, placed in ER. Reason for use: hypotensive - vaso pressor administration required.